Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006530, bone scr 6.5x30 self-tap, 61185899, 00620006022, trilogy cup, 61260637, 00801803605, cocr femoral head, 60810391. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00645, 0001822565 - 2018 - 00644, 0001822565 - 2018 - 00647.

Event description:
It was reported that a patient underwent a left hip procedure. Subsequently, infection was reported approximately four days after implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon further review of event information, it has been determined this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).